Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: a crack near the case seal of the battery compartment was observed. The call service compliant was verified in the pump history but could not be duplicated during the investigation. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/29/2013.